Manufacturer narrative:
A request was made to the field representative for additional information; however, no additional information was available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead produced a red alert in the patient's remote monitoring system due to a high pacing impedance measurement. The information was provided to the field representative. No adverse patient effects were reported.